Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, loose air detector, worn upstream occlusion (uso) seal and lifting downstream occlusion (dso) seal. Review of event history log was not required. Functional testing was not performed as the reported issue was confirmed via visual inspection; the air detector was confirmed to be loose. The root cause was determined to be a loose air detector. The air detector was re-glued to the chassis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has loose air detectors. Patient involvement is unknown.